Manufacturer narrative:
D10: 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6), 300-20-02 - equinox square torque define screw drive kit (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta) (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that an 88 yo male patient, who had a left primary anatomic shoulder replacement, was converted to a rtsa. The patient was happy until the cuff failed. The original stem was retained. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not being returned but will be requested. Device images were provided. Prosthesis wear was observed. No further information. This is 1 of 2 reports for this event.